Event description:
I've been using the acuvue oasys contact lenses with hydaclear plus technology manufactured by johnson and johnson for about a decade. They were so comfortable, they were one of the reasons I didn't get lasik. Within the past year or so, they changed their packaging. According to the company that's all they've changed, but the product is fundamentally different. They are thinner, sharper, and dry out within days. I've been using the same brand contact lens solution. From when it switched over to the new packaging, I had the same eye prescription. I purchased directly from my optometrist. I've had to resort to wearing my glasses more often it's been so bad. They are so awful I have an optometrist appointment today to switch to a new brand, or at minimum new type from what I've searched online, I'm not the only one with this issue. Multiple people are having a multitude of different problems. People have even tested wearing the old one and new one in different eyes, and noticed a discernable difference. These are prescription based medical devices that millions of people use, and that needs to be taken seriously. It's affecting people's lives and their quality of life. I have one of my old pair and can submit that for any testing. If all that has changed is the packaging, and not the product or manufacturing, then something is leaking into it from the new packaging. My sets are different lot numbers, and from the number of complaints. This is not a bad batch issue. I'm honestly at a loss. I decided to contact johnson and johnson earlier today as well, but I'm hoping you can further investigate.